Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging that the device has overheating burnt patient's bedside table. There was no serious patient harm or injury. The patient required no medical intervention. After reassessing the complaint, it has determined that the information in event description was mentioned partially/incorrectly. The correct event description should be as follows: the manufacturer previously received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging that the device has overheating burnt patient's bedside table. There was no serious patient harm or injury. The patient required no medical intervention. Philips is currently investigating this complaint. The device has been returned to the third-party service center; however, evaluation results are still pending. A supplemental report will be submitted as required. Additionally, box g: all manufacturers, section- reporter source and 510k number were mentioned incorrectly in previous report which have been corrected in this report. Box g: section- reporter source and 510k number has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging that the device has overheating burnt patients bedside table. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.